Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Other applicable components are: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2017, product type: catheter. Analysis of catheter (model and serial number unknown) on (B)(6) 2017 revealed coring / tears / cuts in the seal of the sutureless catheter connector that met leak criteria and possibly caused an occlusion (was not miss-aligned). Analysis of the same component also revealed difficulty with the sutureless catheter connector that led to explant. The catheter was returned in one segment and was found to be patent. Analysis also noted that visual inspection identified markings on the retaining fingers in the cup of the connector. Analysis identified circular coring in the bottom of the cup of the sutureless catheter connector. The shape of the coring was consistent with the tip of the connector on the pump. (B)(4).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 552mcg per day). The indications for use included intractable spasticity and cerebral palsy. The patient's medical history included spasticity, muscle weakness, scoliosis, harrington rod surgery, and leukodystrophy. It was reported that during a pump replacement procedure for normal end of service life, the catheter could not be aspirated via the sutureless connector. The connecting sleeve came apart from the internal components. There were no environmental, external, or patient factors that may have led or contributed to the issue. The sutureless connector was replaced and the new connector aspirated fine. The issue was considered resolved, and the patient status was noted to be alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.